Manufacturer narrative:
The device implanted in this pt was not specified. Should add'l info become available regarding this event it will be re-evaluated and a follow-up report will be sent.

Event description:
It was reported by the plaintiff's attorney that on or about july of 2010 the plaintiff was implanted with an unk "pelvic mesh" "with the intention of treating her for pelvic organ prolapse and stress urinary incontinence". It was alleged that the plaintiff "suffered serious bodily injuries, including pain, discomfort, pressure, difficulty voiding urine, continued incontinence, discharge, scarring, infection, odor", "bleeding", has "experienced significant mental and physical pain and suffering", has "sustained permanent injury", and has had other injuries.